Event description:
It was reported that lead dislodgement was found. Lead was explanted and replaced. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.